Event description:
The patient underwent a full revision due to battery depletion, and to go from a dual pin to a single pin system. It was also noted that the patient experienced discomfort in the neck prior to the full revision. The explanted generator and lead were returned to the manufacturer for product analysis. Generator product analysis confirmed that the generator reached an end of service = yes condition as a result of normal battery depletion. No anomalies with the generator were identified. Lead product analysis showed multiple abraded openings throughout the lead body. Both the outer and inner silicone tubing was abraded open near the connector bifurcation, and the resulting exposed quadfilar coil may have contributed to the reported pain. The dried remnants of what appeared to have once been body fluids were noted within the inner and outer tubing, with no other obvious point of entry but the abraded openings and the cut ends from the explant procedure. Apart from the abraded openings and fluid leaks, there were no other anomalies. Setscrew marks on both connector pins indicate that at one time, good electrical and mechanical connection existed between the generator and lead. Continuity checks of the returned lead portions showed no discontinuities. No additional relevant information has been received to date.